Event description:
Pt had tibial revision at one year post op due to stiffness in both flexion and extension with associated pain and reduced function. Nb surgery performed by ortho registrar x-ray showed valgus positioning of tibial baseplate. Explanted tibia and rp showed no signs of adverse wear or third body particles or metalosis.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.